Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call sugar glucose versus blood glucose large differential. Customer's blood glucose level at the time of incident was 47 mg/dl. Customer's current blood glucose level was 140 mg/dl and their sugar glucose level was 47 mg/dl. Troubleshooting was performed. Customer advised they drank (B)(6) to raise their low blood glucose levels. Customer advised they over bolused and went low.